Manufacturer narrative:
Per the user facility's bmet, who is manufactured trained, the error message is displayed immediately after turning the control knob. There is no flow, no pressure and just the overspeed error message. Evaluation is in progress but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, there was an "overspeed" error message displayed. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per service repair technician (srt) the unit was not repaired but was replaced. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed missing shield bus and broken black wire causing overspeed error. Reconnection of black wire enabled centrifugal drive motor to function properly. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.